Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 25 mg/dl, 134 mg/dl, 310 mg/dl and 52 mg/dl on the advantage system compared back to back with a result of 123 mg/dl on a professional system when testing was performed within ten minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.